Event description:
It was reported that the device would not power on and the installed battery was depleted. Customer installed a known good battery and the device would not turn on. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported issue. Physio is anticipating the device return to the MFR facility. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.